Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The prostyle device referenced in b5 is filed under a separate medwatch report number. D4- a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device via a 6f sheath, during a paravalvular leak (pvl) closure with the amplatzer vascular plug iii device on (B)(6) 2024. Reportedly, a suture break occurred with the prostyle device. A femostop device was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. On (B)(6) 2024, a hematoma was noted and imaging confirmed a pseudoaneurysm. Imaging was negative for deep vein thrombosis (dvt). Ultrasound guided thrombin injection was administered as treatment for the pseudoaneurysm. There was no evidence of residual pseudoaneurysm on the post procedure scan. The patient was also given lovenox and oxycodone. The patient was scheduled for a follow-up ultrasound for (B)(6) 2024. Follow up ultrasound was taken on (B)(6) 2024, which showed patent pseudoaneurysm and the patient received a repeat thrombin injection. The pseudoaneurysm appeared to remain patent status post thrombin injection. There was no measurable hematoma. The common femoral vein and proximal femoral vein were patent and compressible and there was no evidence of arteriovenous fistula. There was partial thrombosis of the right groin pseudoaneurysm status post thrombin injection. The patient was scheduled for a follow-up ultrasound the following day. On (B)(6) 2024 there was no residual pseudoaneurysm at the right groin puncture site; however, there was a hematoma. There was no evidence of av fistula. Morphine was administered and the femostop was released. On (B)(6) 2024 the patient returned to the emergency room (ER) due to pain and swelling. The thrombosed right groin pseudoaneurysm was visualized, with no detectable doppler flow. Arterial ultrasound noted no evidence of pseudoaneurysm patency. Upon discharge, the patient was advised to apply ice to the affected area and follow up with physician for ongoing management. The patient was also instructed to monitor for signs of infection. Prolonged hospitalization was required due to the post procedure issues, prior to the ER return. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.